Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, the device had normal function and all measurements were stable and no events. At the end session, the device went into backup vvi mode and a vibratory alert was delivered to the patient. The device¿s software was restored and the device was reprogrammed to the patient¿s original settings. All measurements were stable and the device was functioning properly. The patient was doing well. The patient will be monitored.

Manufacturer narrative:
Correction: manufacturer report 2017865-2017-03182 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).¿